Event description:
It was reported that the patient had pain from their tailbone and down ¼ of their leg not to their knee. The patient had acute pain in their right leg and tailbone area following implant. It was noted that the patient was not trained adequately on using the patient programmer. The patient was having issues with their implantable neurostimulator (ins) and their health care provider (hcp) told them to contact their manufacturer representative. It was reported that the patient saw their hcp yesterday and with each of the 4 programs they kept having this horrible pain that went through their tailbone area and down their right leg that stopped ¼ of the way down their leg. In order to sleep at night the patient was not taking any more pain medications because they woke up every few hours and had to take more. It was stated that the patient¿s hcp gave them lidocaine patches to put over those areas and they lasted for 12 hours so that helped. Once the patient woke up they felt like they had been hit by a truck. It was reported that they had 4 surgeries on their tailbone so there was nothing there but skin and bone and they didn¿t know if that was what was causing the pain. The patient had only used programs 1 and 2 because their hcp wanted them to use each for a week and a half but they said the manufacturer representative had 4 other programs too. It was noted that the patient was not trained on use of their programmer and they didn¿t give it to them when they left the hospital. The patient had to turn around and go back to the hospital to get it so they had to try and figure it out themselves. It was stated that reading the patient manual the patient thought they needed to go to another program to set the stimulation higher and that they couldn¿t go higher on the same program. When they saw the hcp they were told that they were actually different pathways and the patient went back to the first program and nothing had changed. It was reported that the patient was on program 1 at 1.6v. The patient had major abdominal surgery before this and had lost a lot of weight and muscle and didn¿t know if that had anything to do with it. It was noted that the patient knew the ins had moved up a little bit from where it was and their hcp said that was nothing to worry about. There wasn¿t a lot of room to put it and they noticed the ins had moved up maybe about a week ago and the patient could see right through their skin. It was stated that the pain had not been since implant and it started a few weeks ago but they couldn¿t pinpoint what happened. The stimulation was ok for a few days and then the pain started. It was reported that the hcp had released the patient to go back to full exercise, physical therapy, swimming, and all that kind of stuff so they could try to build up some muscle. The hcp said to ease into it but they had to build up some muscle and did some exercises with their back on a ball. It was noted that they had stopped doing therapeutic ultrasound at physical therapy. The patient was not close to their hcp¿s office. It was reported that the manufacturer representative would give the patient a call. Additional information received reported that there was a 50 percent or greater symptom reduction. The patient was feeling pain down their leg and they switched to the next program and that helped. It was noted that the troubleshooting done to provide insight to the issue was that they switched the program and decreased the amplitude to decrease pain. The patient saw their hcp and the manufacturer representative would follow-up next week with the patient¿s hcp to make sure it was going better. It was stated that this was done on (B)(6) 2014 and reprogramming was not needed. The cause of the event was determined to be that the patient turned up the device high and it was stimulating down their leg. It was reported that het patient was doing better and would follow-up with their hcp next week. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0kfpa, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).